Manufacturer narrative:
(B)(4).

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads had dislodged shortly after implant due to the patient experiencing twiddler's syndrome. The ra lead was successfully revised and remains in service. No additional adverse patient effects were reported.